Event description:
It was reported that the patient's pump surgery site looked infected and he was running a temperature so he was directed to go to a hospital where he resided "last night". It was noted that the patient started taking antibiotics one day prior to report and would be for ten days for the pump site infection. The patient was additionally taking oral medications for back spasms and vomiting. The patient's pump was intended to infuse hydromorphone. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).